Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1945 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that 2 cm of the sherlock 3cg stylet which was preloaded in the PICC had broken off during the PICC insertion procedure. The piece was retrieved in the patient¿s vein by ir and this is considered a sentinel event. Additional information received 09/07/2020: it was reported a fragment of stylet wire migrated to the patient's pulmonary artery. It was stated there were concerns that fragments were not taken out completely and patient might not be able to have an MRI procedure.